Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right ventricular channel from right atrial (ra) crosstalk. In addition, technical services (ts) noted there was intermittent undersensing on the ra channel. Ts provided reprogramming recommendations. Additional information has been requested but not provided at this time. This ICD remans in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right ventricular (rv) channel from right atrial (ra) crosstalk. In addition, technical services (ts) noted there was intermittent undersensing on the ra channel. Ts provided reprogramming recommendations. Additional information from the field representative provided tachy therapy was turned off. In addition, the patient was sent home with a lifevest until a rv revision can be completed. Revision procedure has not been scheduled at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing on the right ventricular (rv) channel from right atrial (ra) crosstalk. In addition, technical services (ts) noted there was intermittent undersensing on the ra channel. Ts provided reprogramming recommendations. Additional information from the field representative provided tachy therapy was turned off. In addition, the patient was sent home with a lifevest until a rv revision can be completed. Revision procedure has not been scheduled at this time. Additional information provided there was no way to program around crosstalk oversensing. An x-ray was completed. The field representative reported a drop in ra pacing impedance measurements and an increase in capture thresholds were exhibited. Subsequently, this ICD was explanted. Another ICD was implanted to complete this procedure. This ICD has not been returned for analysis. No additional adverse patient effects were reported.